Event description:
(B)(4). I had my first surgery in (B)(6) 2010. I was immediately nauseous and tired. I felt a pain on my side that slowly got worse. After a couple of days I felt a painful snap then pain was better. At my hsg I found out that one of my coils was missing. The implanting doctor called and said some of the coil was floating in my abdomen and it would be fine. My second surgery was (B)(6), 2010. I felt more nauseous with more abdominal pain. I broke out in hives and now am taking zyrtec daily. I got a copy of my hsg recently and am now aware I have an almost full coil imbedded in my abdomen. I've seen allergy doctors and regular pcp doctor. I'm very angry.